Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No blank display noted during testing. Device trace download analysis confirmed the pump alarmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device had minor scratched display window, damaged (scratched) display window cover, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, fading end cap address label and a cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 58, 65, and 72 mg/dl at the time of the incident. The customer was at 290 mg/dl at the time of the call. The customer has been experiencing constant battery issues even after receiving a replacement battery cap. The pump batteries only last 7 hours. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The insulin pump will be returned for analysis.